Event description:
It was reported that about four weeks ago after the pt woke up in the morning. He put on his speech processor and was no longer able to hear with his device. Since then the speech processor has been exchanged two times, but without success. According to the parents the child did not receive any impact on his implant site. Testing was carried out in the clinic in 2007 which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.